Event description:
The customer tested his blood glucose using his elite and contour meters. The contour read 201 mg/dl, while elite read 107 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer declined to troubleshoot or provide additional information before ending the call. No product will be returned.

Manufacturer narrative:
The call was disconnected before customer information or product information could be obtained. It's not possible to determine a manufacture date or 510 (k) number without product information.